Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic duodenal switch. Event description: "dr. [Name], chief of surgery at (B)(6) hospital, was towards the end of his lap duodenal switch when a ctr71, used as he normally would, broke and the bottom third of the cannula broke clean off. The patient was not harmed and the broken portion of the cannula was retrieved and is being sent with the top portion of the cannula. Both portions of cannula have been cleaned by spd and need to be sent in. This is the second incident for this surgeon with the same product and lot number." Type of intervention: no patient illness or injury. The cannula was retrieved and is being sent with the top portion of the cannula. Patient status: "no complications".

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed. In the absence of the subject device, it is difficult to determine the root cause of the event. However, based on the description of the event, it is likely that the root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process enhancements intended to further minimize the potential for this type of incident to occur.